Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's grandmother reported via phone call that the insulin pump's keypad was unresponsive due to being exposed to pool water. Blood glucose level at the time of the incident was 112 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no act and down button response due to corroded keypad traces, also moisture damage was found on the electronic and motor assemblies. The insulin pump has minor scratched display window, cracked reservoir tube lip and broken pump belt clip slot.